Event description:
It was reported that, during surgery, the sureshot had no response after connecting to the controller. No back up device was available and surgery had to be completed free hand by the doctor to insert the distal screws under c-arm, but no patient injury was involved.

Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. Visual inspection of the product found minor stains on the gray rubber over molding. Our investigation has confirmed the stated failure. This failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary.  When having complications with a sureshot device, we encourage you to refer to user manual for trouble shooting suggestions. We consider this investigation closed. Should additional information be received, the complaint will be reopened.